Event description:
Patient was undergoing a laparoscopic appendectomy. After completing a partial cecectomy two blue staple loads were placed. The staple line was inspected and found to be oozing along its entire length. The right lower quadrant was irrigated with copious amounts of normal saline and the oozing at the staple line was controlled with electrocautery. There was no patient harm.